Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the mylar flap of the expiatory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not displaying the correct tidal volume during pre-use checkout. There was no report of patient involvement.